Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device failed to interrogate in multiple rooms, with several programmers and wand telemetry. The device was explanted and replaced. The patient is doing well.

Manufacturer narrative:
No conclusion code available; the reported field event of an inability to interrogate the device was confirmed in the laboratory and was due to a depleted battery. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the depleted battery could not be determined.